Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances on both the right atrial (ra) and left ventricular (lv) lead measuring greater than 2,000 ohm. It was noted the ra lead also exhibited loss of capture and the lv leads intrinsic amplitude was out of range. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this right atrial (ra) lead also exhibited high thresholds. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned in two segments. The terminal segment is 310mm with the conductors coils extremely stretched and pulled to the point of fracture and the tip segment is 370mm from the tip with the conductor coils extremely stretched and pulled to the point of fracture. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances on both the right atrial (ra) and left ventricular (lv) lead measuring greater than 2,000 ohm. It was noted the ra lead also exhibited loss of capture and the lv leads intrinsic amplitude was out of range. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this right atrial (ra) lead also exhibited high thresholds. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances on both the right atrial (ra) and left ventricular (lv) lead measuring greater than 2,000 ohm. It was noted the ra lead also exhibited loss of capture and the lv leads intrinsic amplitude was out of range. At this time, the system remains in service. No adverse patient effects were reported.